Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the patient was scheduled to have her battery replaced but upon interrogation, it was determined not to be a battery issue, as the battery still had 80%. The reporter noted that the patient could not use her programmer and had changed the batteries, but still could not turn it on or off and up or down. It was unknown how long the patient had been having trouble with the patient programmer. It was further reported that there were impedances readings of greater than 4000 ohms on some of the bipolar pairs. It was noted that contacts 6/7 were greater than 4000 and the patient was programmed using one of those contacts. The battery capacity used was less than 20% and the batter was at 3.18v. It was noted that on therapy z, the patient was getting good coverage on 4 and 5 with p1, and p2 was eliminated. The reporter noted that the patient¿s pain had been bad for 4 months and was when the issue started. It was noted the patient had the implantable neurostimulator (ins) on at 0.9v which was way below her therapeutic threshold. It was noted the patient was having trouble with the patient programmer but had not brought it with her on the day of the report to troubleshoot. The reporter noted that they were able to program around the contact that was greater than 4000 ohms and it was verified that the battery status was ok. It was noted that it would be discussed with the health care professional that it seemed unlikely the patient would need a revision for the time being. It was further reported that the patient was reprogrammed and they were able to capture her pain pattern with comfortable parasthesia. Impedance testing revealed 2 contacts were out of range and programming was done to avoid these 2 contacts.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3487a-33, lot# j0327089v, implanted: (B)(6) 2003, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3487a-33, lot# j0316114v, implanted: (B)(6) 2003, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).